Event description:
A blood glucose test was performed on the hospital's device and the result was hi. The hospital rep stated a lab was performed and the result was 229mg/dl. A different device was also used to test the patient's blood glucose and the results were 165 and 99mg/dl. Time frame was not given. A request was made for the return of the suspect device and replacement product was sent.